Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2008 and mesh was implanted. The patient underwent another procedure on (B)(6) 2009, to treat stress urinary incontinence and supris suprapubic was implanted. It was also reported that the patient experienced multiple complications, including pain, erosion, formation of scar tissue, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, urethra damage and neurologic compromise to her structures and tissues. It was further reported that the patient underwent additional surgeries and revisionary procedures. It was noted that due to mesh exposure and continued stress urinary incontinence the patient underwent mesh revision in (B)(6) 2008. Additionally, due to mesh exposure and continued stress urinary incontinence the patient underwent mesh revision and replacement on (B)(6) 2008. The patient also experienced stress urinary incontinence and dyspareunia and underwent mesh revision in (B)(6) 2009. Due to mesh erosion the patient had partial explant surgery on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent excision of mesh foreign body in vagina, periurethral injection of macroplastique on (B)(6) 2010 due to incontinence, foreign body in vagina from previous multiple pubovaginal surgeries, intrinsic sphincter deficiency and mesh intrusion. It was reported that patient underwent cystoscopy with periurethral injection of uroplasty material on (B)(6) 2010 due to intrinsic sphincter dysfunction. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent surgeries on (B)(6) 2008, (B)(6) 2009.